Manufacturer narrative:
This incident was investigated and the root cause was determined to be due to the recent transfusion of rh negative cells to a rh positive patient. The publication provided to the customers explains the unexpected results.

Event description:
Customer is reporting a negative rh results on provue for a patient with a history of rh positive upon receiving transfusion of rh negative units. Customer expected results to match the patient's positive rh. A customer letter was released october 07, 2015 explaining the unexpected results (cl2015-187): due to differences in the specific gravity of donor cells vs. Autologous (patient) red cells, unexpected results may potentially be obtained when blood samples drawn from recently transfused patients are tested by a variety of test methods used in immunohematology, including antigen typing using ID-micro typing system¿ (mts) gel cards. Automated pipetting systems may contribute to the sample containing a predominant population of donor cells. On this basis, when cells are aspirated from the centrifuged packed cells in the bottom of the sample tube (per the design of ortho automated immunohematology systems), the potential for unexpected results exists.